Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer high blood glucose level was 447 mg/dl. The customer reported they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. The device will not be returned for analysis.